Event description:
Reportedly, device related patient death occurred due to multi organ failure secondary to septic embolization from vegetation on prosthetic valve. Valve implant duration was 1 year and 2 months. No further information was provided.